Event description:
A home patient's nurse contacte baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 5/6 of their automated peritoneal dialysis therapy. Per initial report, the home patient's nurse restarted therapy using the same setup. Baxter's technical service center assisted the home patient's nurse in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.